Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See also MFR report number 2032227-2010-81269.

Event description:
The customer stated that he was hospitalized for low blood glucose levels, with a reading of 47 mg/dl. The customer was found by his friend, who called the paramedics. Troubleshooting was performed, and the insulin pump was programmed correctly. Unable to troubleshoot further, as the call was disconnected unexpectedly. Nothing further was reported.